Manufacturer narrative:
For the 9 reported malfunctions, 6 provided lot numbers, and 6 lot history reviews were performed. None of the devices were returned for evaluation. However, 7 of the malfunctions had a medical record review, and 3 of the malfunctions also provided images for further evaluation. Malposition of device and patient device interaction problem was confirmed for 4 devices and inconclusive for 5 devices. A definitive root cause could not be determined. The device is labeled for single use. (Corporate lot: gfwa3325, gfyf1957, gfwc2299, unknown).

Event description:
This report summarizes nine malfunctions. A review of the information indicates that model md800f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information came from various sources. All 9 malfunctions involved a patient with no patient consequences. 6 of the patient's ages ranged from (B)(6) years. 6 of the patients are male. One patient is female. 4 of the patient's weights ranged from (B)(6). The remaining patients' age, weight, and gender were not provided.

Event description:
This report summarizes eight malfunctions. A review of the information indicates that model md800f vena cava filter allegedly experienced malposition of device and perforation. This information came from various sources. All eight malfunctions involved a patient with no patient consequences. Of the eight patients, seven patients' ages were reported to be between 43-79 years and four patients¿ weight were reported to be between 105-131 kgs, seven patients were reported as male, and one patient was reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: of the nine reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80730. H10: for the remaining eight reported malfunctions, five lot numbers were provided and lot history reviews were performed. The samples were not returned to the manufacturer for evaluation; however, medical records were provided for eight malfunctions and images were provided for four malfunctions. For five malfunctions, the investigation is confirmed for perforation and filter tilt. For the remaining three malfunctions, the investigation is inconclusive for perforation and filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot: gfwa3325, gfwc2299, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes nine malfunctions. A review of the information indicates that model md800f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information came from various sources. All nine malfunctions involved a patient with no patient consequences. Of the nine patients, seven patients' ages were reported to be between 43-79 years and four patients¿ weight were reported to be between 105-131 kgs, seven patients were reported as male, and one patient was reported as female. All other patient details were not provided.

Manufacturer narrative:
For the nine reported malfunctions, six lot numbers were provided and lot history reviews were performed. All the nine devices were not returned to the manufacturer for evaluation; however, medical records were provided for eight malfunctions. For five malfunctions, the investigations are confirmed for perforation of the inferior vena cava and filter tilt. For the remaining four malfunctions, the investigations are inconclusive for perforation of the inferior vena cava and filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot: gfwa3325, gfyf1957, gfwc2299, unknown) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.